Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported of dexcom g7 continuous glucose monitor (cgm) had become unpaired from the ilet, though readings were still visible in the dexcom app. The agent guided the user through troubleshooting steps, including restarting and re-entering the pairing code. The pairing process was restarted successfully. Blood glucose (bg) was not affected. No symptoms or medical intervention were reported during the event and at the time of call.